Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient had a dizzy spell and received and inappropriate shock. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited twos again. The lead was once again reprogrammed and remains in use. No patient complications have been reported as a result of this event.